Event description:
It was reported that during a rectum procedure the circular stapler stapled, but at the time of its removal there was a laceration of part of the low rectum, coming together a part of the stapling line. To overcome the problem, manual anastomosis was performed with suture wire and ileostomy to prevent possible non-fistulation.

Manufacturer narrative:
(B)(4). Date sent 8/20/2024 d4 batch # unk h6: health effect ¿ clinical code = gastrointestinal system (e10) an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. Additional information was requested and the following was obtained: what were the indications for surgery? Low rectum tumor. What surgical procedure was performed? Retosigmoidectomy was performed with low anastomosis. Did the patient receive any chemotherapy or preoperative radiation? He did previous chemotherapy. Was there any problem with the device in the initial surgical procedure? We used contour for stapling rectal stump and then anastomosis with circular stapler 29mm, which had problems, leaving an area without stapling with identification at the moment post-stapling. Which healthcare professional has fired the device and what is your experience with the device? Dr. (B)(6). Professional with a lot of experience in coloproctology. Where on the green range adjustment scale was the indicator located before shooting (b low, b medium or b high)? Not informed. Did the health care professional wait 15 seconds after closing the device and then pressed it again before shooting? Not informed. Was the device difficult to close? Not informed. Was the device difficult to fire? Not informed. How many counterclockwise revolutions of the adjustment knob were used to open the device? Not informed. Did the health care professional receive audible and tactile feedback when firing the device? Not informed. Were donuts inspected? If so, describe. The anastomosis rings that were irregular were inspected. Has a complete white washer lock been visually confirmed that has come loose? Not informed. Was there any problem observed with the formation of the clamp at some point during the patient's treatment? If so, describe the format and location. It was performed using a visually open area suture, but patient evolved with visible fistula in the postoperative 3. To overcome the problem, protective ileostomy was performed that culminated with the closure of the fistula in 14 days. What is the current status of the patient? Not informed. Does the surgeon believe that postoperative complications were related to a supposed deficiency of the device or were there other contributing factors, including the condition of the patient's tissue? Not informed.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. Corrected data d7a. Ai received via email (attached): (B)(6)! Seguem as respostas fornecidas pelo dr. (B)(6). Quais foram as indicações para a cirurgia? Tumor de reto baixo. Qual procedimento cirúrgico foi realizado? Realizado retosigmoidectomia com anastomose baixa. O paciente recebeu alguma quimioterapia ou radiação pré-operatória? Fez quimioterapia prévia. Houve algum problema com o dispositivo no procedimento cirúrgico inicial? Utilizamos o contour para grampeamento de coto retal e depois anastomose com grampeador circular 29mm, que teve problemas, deixando uma área sem grampeamento com identificação no momento pós-grampeamento. Qual profissional de saúde disparou o dispositivo e qual é sua experiência com o dispositivo? Dr. (B)(6). Profissional com muita experiência em coloproctologia. Onde na escala de ajuste de intervalo verde o indicador estava localizado antes do disparo (b baixo, b médio ou b alto)? Não informado. O profissional de saúde esperou 15 segundos após fechar o dispositivo e depois o apertou novamente antes de disparar? Não informado. O dispositivo foi difícil de fechar? Não informado. O dispositivo foi difícil de disparar? Não informado. Quantas revoluções no sentido anti-horário do botão de ajuste foram usadas para abrir o dispositivo? Não informado. O profissional de saúde recebeu feedback audível e tátil ao disparar o dispositivo? Não informado. Os donuts foram inspecionados? Se sim, descreva. Foram inspecionados os anéis de anastomose que estavam irregulares. Foi confirmada visualmente uma transecção completa da arruela branca que se soltou? Não informado. Houve algum problema observado com a formação do grampo em algum momento durante o tratamento do paciente? Se sim, descreva o formato e a localização. Foi realizado endo sutura de área visualmente aberta, porém paciente evoluiu com fístula visível no (B)(4) pós operatório. Para contornar o problema, foi realizada ileostomia de proteção que culminou com o fechamento da fístula em 14 dias. Qual é o estado atual do paciente? Não informado. O cirurgião acredita que as complicações pós-operatórias estavam relacionadas a uma suposta deficiência do dispositivo ou houve outros fatores contribuintes, incluindo a condição do tecido do paciente? Não informado. Translation from country has been requested.